Event description:
Patient taken to the operating room for lumboperitoneal shunt dysfunction likely secondary to under drainage from the shunt's anti-siphone valve. (Measured intracranial pressure: 18-19cm of water, valve set at 5, measured at 8). Intraoperatively, the surgeon reported that all evidence pointed to the shunt valve not working properly since the pt's csf pressure was significantly elevated above the shunt opening pressure. The shunt valve was changed to an integra spetzler lumboperitoneal medium pressure shunt valve. The pt tolerated the procedure well without complications.